Event description:
A malfunction on the pump was reported by the caller who identified the issue with malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level. The customer opted to use multiple daily injections as a backup therapy while a replacement pump was arranged by technical support. The caller expressed interest in obtaining an out-of-warranty loaner pump.